Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error, battery out limit alert, and failed battery test. The customer mentioned that had issues with power issues. The patient's blood glucose level was 14.0 mmol/l. The customer sent the product back for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm, weak battery, battery out limit, low battery or off no power alarms noted. However, the insulin pump corroded battery cap contact noted during visual inspection. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. No motor error alarms noted. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.